Event description:
It was reported that patient's device received an error message on the programmer when interrogating that stated current not delivered due to lead impedance, battery voltage or other reasons; lower output, widen pulse width and perform system diagnostics. Impedance was seen to be within normal limits. System diagnostics was run and high impedance was seen. Settings were reduced as a result. Impedance came back okay upon system diagnostics. Physician had referred back to neurosurgeon to ensure device was working properly. It was later discovered in clinic that upon diagnostics a high impedance value was seen several times. Patient's device was disabled; surgery and x-rays were referred. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that patient underwent surgery for possible lead replacement/revision, but it was discovered that the pin was not fully inserted into the generator. The lead pin was reinserted and diagnostics were okay. Lead was not replaced. No other relevant information has been received to date.